Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the ext set w/macrobore 2vps y-conn was clogged/blocked/occluded. The following information was provided by the initial reporter: unable to flush 1 of 2 ports, 20159e.

Manufacturer narrative:
This complaint has been identified as a duplicate of pr# (B)(4)/manufacturer report number 9616066-2020-02545. This incident has already been addressed and reported therefore this emdr can be disregarded.

Event description:
It was reported that the ext set w/macrobore 2vps y-conn was clogged/blocked/occluded. The following information was provided by the initial reporter: unable to flush 1 of 2 ports, 20159e.